Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), 17.5d) was explanted. Rxsight's first awareness of this event was on (B)(6)2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The returned lens was evaluated by rxsight and there were no issues found. Manufacturer reference #: (B)(4).